Event description:
It was reported that on (B)(6) 2022 the patient had a 3.50x23 mm xience skypoint stent implanted in the circumflex artery. On (B)(6) 2022 the patient was re-hospitalized due to st-elevated myocardial infarction with in-stent thrombosis. Thrombectomy was performed as treatment. Patient was discharged on (B)(6) 2022. There was no adverse patient sequela as final patient outcome. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effects of myocardial infarction and thrombosis are listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.